Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) (lot# unk) could not be performed since the lot number was unknown. The service and complaint history for the cyclesure bi did not reveal a trend for suspect positive bi. Trending analysis for suspect positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) is reported to reveal a low-safety risk to the user. The hhe (health hazard analysis) is considered to have a none/ negligible risk. The sterrad 100s was inspected by an asp field service engineer (fse) following the report of two consecutive positive bis. The fse found the sterrad 100s was performing within specification. The cyclesure bi was not returned to asp for investigation. Since the lot number was not provided retain testing was not possible. The root cause of the report of positive bi is unknown. It is suspected to be user error as reported by the customer; however, specific details of the error are unknown / not provided.

Event description:
A customer alleged an event of suspected positive biological indicator (bi). The first two bis were negative, however, the third and fourth were positive. The bi lot number is unknown. No injuries were reported from the unrecalled load. The reporter stated that the positive bis are most likely due to user error because they only occur with one user who works weekends only. Bi processing was reviewed with the particular healthcare worker. The customer does not have information on what items were being processed when the bi result was positive.

Event description:
A customer contacted baxter's technical service center regarding a check your position alarm that appeared on the homechoice (hc) display during fill 1 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted with troubleshooting. The cg revealed that there were a few air bubbles in the line. The cg stated that the air bubbles were approximately 1/4 of an inch big, and there were a few of them in the line. The tsr had the cg manually drain out the air bubbles from the line. The tsr had cg restart the fill successfully. The cg would call back if anymore problems occur. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) no code available; suspected positive bi. An asp fse field service engineer (fse) was dispatched onsite to assess the sterrad 100s unit. He stated that he found the unit working properly. He ran a diagnostic empty chamber cycle and the unit operated normally. The unit meets manufacturer's specifications.

Manufacturer narrative:
This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00159 and 2084725-2010-00160.